Event description:
A medtronic representative reported that the navigation system was intermittently tracking the navigation probe. The reference frame was tracking consistently. The site replaced the spheres and was still not able to easily verify or track. The surgeon opted to cancel and reschedule the procedure. There was no reported impact to the patient.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Device manufacturing date is unavailable at this time. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that with markers attached and fully seated the probe returned a high geometry error near .90 mm. The support arm for marker #3 is bent causing the high geometry error. Physical damage, bent probe array. Directly caused event.

Manufacturer narrative:
Provided correct lot number and device manufacture date.